Event description:
During device replacement due to normal eri, externalized conductors were observed via diagnostic imaging. Electrical performance was normal. Physician elected to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.